Event description:
Caller reported that their pump screen was dark and would not turn on, leading to a malfunction alarm being displayed. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through a series of troubleshooting steps, ultimately determining that the pump required replacement. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.